Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 26 mg/dl. Customer stated that every time he changes site his sugar drops. The customer was admitted to the hospital. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer declined any high blood glucose troubleshooting and stated it did not cause any serious injury or hospitalization.